Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the patient's death. The device met all specifications during testing.

Event description:
The memory was downloaded from the returned device and sent to boston scientific technical services (ts) for evaluation. A ts consultant discussed that all atrial and ventricular lead pacing impedance measurements were stable until explant. The rv output was programmed to 2.5 volts on (B)(6) 2016 with automatic capture programmed to trend only. An auto threshold test was completed on the atrial lead on (B)(6) 2016 and the threshold was 0.6 volts. According to the electrogram, the ventricular lead was capturing. The last successful ventricular auto threshold test was completed on (B)(6) 2016 and the pacing threshold measurement was 2.5 volts. The device was programmed to a fixed output of 2.5 volts; thus, the programmed pacing outputs may not have had enough energy to capture the ventricle. The device was not able to measure pacing thresholds due to low ER after (B)(6) 2016. The atrial amplitudes and respiratory trend have recorded data until (B)(6) 2016. In addition, there were pacemaker mediated tachycardia (pmt) episodes recorded on (B)(6) 2016. According to the electrogram, some of the pacing might not have captured the ventricle. There were no pauses in pacing for more than two seconds noted due to loss of capture; it appeared that there was a 2:1 capture in the ventricle. There were no episodes recorded after (B)(6) 2016 but they could have been overwritten by additional episodes recorded after (B)(6) 2016 due to noise post-explant. The device was functioning as programmed; however, the programmed ventricular output might not have been sufficient for capturing the ventricle due to the high pacing threshold measurements.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker was found dead at home one month post-implant. There is an allegation against the functionality of the device and it may have caused or contributed to the patient's death. A memory download will be performed and sent to boston scientific technical services (ts) for review. In addition, the device was explanted will be returned for laboratory analysis. Prior to the implant of the pacemaker, it was reported that this patient had collapsed on (B)(6) which prompted the implant of the device several days later.